Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 2011 due to a product performance issue. The device reached elective replacement indicator after four years and one month. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).